Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform rewind perform functional testing due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corner.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 315 mg/dl at the time of the incident. The customer stated that they changed the battery but the button error came back. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.